Manufacturer narrative:
Concomitant medical products: product ID: a820, serial# unknown, product type: software. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 147 mg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was seen in the clinic for a routine pump refill. A normal refill occurred. The hcp stated that the catheter information needed to be entered per the clinician programmer, model a820. After entering the catheter information he was then prompted to enter a bolus. A bolus was performed to prime the catheter volume only. After updating the pump the patient experienced overdose symptoms. The pump was decreased to minimum rate and the patient was admitted to the hospital for observation. After an overnight observation the patient was resumed on a normal daily dose and discharged. After reviewing the reports on the programmer it was determined that the "implant/replace" workflow was utilized during the refill instead of the "refill/adjust" workflow. This was "possibly the reason for the prompting of catheter information and bolus." The finding was reviewed and discussed with the clinician. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via the food and drug administration (FDA) reported the new software reported to be difficult to choose correct workflow due to options to choose very close together. The pa accidentally clicked on the wrong workflow due to them being close together causing patient to be overdosed. It was noted they are working in conjunction with manufacturing rep to determine the feasibility of adjusting the software so that there is a secondary question or "stop" in place if anything other than the refill and adjust tab is selected. Given that the alternatives all appear similar when selected, it was discussed changing the appearance of the alternative selections. The hcp also worked in conjunction with the manufacture on further education of staff on the baclofen pumps. An in-service with a hands on session was performed so that everyone is familiar with the new software. The patient's weight was (B)(6).

Manufacturer narrative:
Supplemental correction submitted to correct the product ID. The correct ID is a810, correlating to the clinician programmer. The previous ID, a820 correlating to the patient programmer, was incorrect. Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.